Event description:
It was reported that balloon rupture occurred. The target lesion was located in the thrombosis of arteriovenous fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the thrombosis of arteriovenous fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the lesion was over 70% stenosed, moderately tortuous and moderately calcified. The balloon was ruptured during second inflation at 20 atmospheres for 5 seconds. The device was removed via the sheath.